Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or genral use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a decompression lumbar laminectomy, the surgeon used a hook to dissect out disc space. The blade broke and the tip was retrieved and is in the cup with the blade. The surgeon finished the case with another device. It is not known if the blade came in contact with any other instruments during the case. There was no patient consequence.